Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the aviva nano system (lot number 492044, expiration date 12/31/2014). (B)(4). Device will not be returned to manufacturer.

Event description:
Customer received a result of 13.5 mmol/l on the mobile system, and a result of 3.9 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips were not returned.